Manufacturer narrative:
Evaluation summary: a visual and tactile inspection was carried out on the device: a twisted point was detected on the balloon at 68 mm from the tip, and a kink was noticed at 124 mm from the tip. During the analysis, the guide wire lumen was flushed and a 0.018¿ guide wire was advanced from the tip to the hub of the device. There was minimal resistance upon insertion of the guide wire, due to the kinked part. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. - 2 bar: the wrinkles are no more visible. No change in profile. - 7 bar: the wrinkles are no more visible. No change in profile. No twists on guide wire lumen. - 14 bar: the wrinkles are no more visible. No change in profile. No twists on guide wire lumen. Operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. During use, it was noted that the balloon was twisted and impossible to inflate. No patient complications reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."